Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1097255 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000/ lot: 1097255, test base part number 192-430/ lot: 1097255. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1097255 showed that the complaint rate is (B)(4) %. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported; however, a possible assignable root cause is patient sample interference. H3 other text : single use, device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on a nasal sample. Repeat testing was not performed. Confirmation was performed via an abbott m200 platform on (B)(6) 2023 generating a negative result on a nasopharyngeal sample which had been placed in viral transport medium (vtm) prior to testing. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on a nasal sample. Repeat testing was not performed. Confirmation was performed via an abbott m200 platform on (B)(6) 2023 generating a negative result on a nasopharyngeal sample which had been placed in viral transport medium (vtm) prior to testing. No additional patient information, including treatment and outcome, was provided.